Event description:
The customer received erratic glucose readings with the Abbott Diabetes Care (ADC) device. The customer reported getting the following reading 151 mg/dL, 67 mg/dL and 54 mg/dL with diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer self-managed to eat mango. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.